Event description:
An unspecified malfunction was reported. There was no reported adverse impact to the customer's blood glucose level. The warranty for the device had expired, and no return of the pump was planned. There was no additional information provided regarding the outcome of the event, and no actions by the customer or technical support were detailed.